Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit has an error code message of machine and proximal pressure sensors failed. The customer reported there was no patient involvement.

Manufacturer narrative:
After additional follow up was performed concerning the report, it was clarified that the call from the account was an inquiry concerning the implementation of z-2061-2017 and there was no allegation of a complaint.